Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The customer¿s blood glucose was approximately 180(mg/dl). A replacement cable was sent to the customer. Reportedly, the customer declined additional troubleshooting with tandem technical support.